Manufacturer narrative:
Evaluation codes: investigation: the returned sample was visually inspected. Visual examination found that the area where the green oxygen line was bonded into the connector was damaged. The area had a small hole with a rough finish, consistent in appearance with dissolving or "melting" which is consistent with over-exposure to tetrahydrafuran (thf). The user facility gave two possible lot numbers. Review of both of the manufacturing records show no problems during MFR. Root cause: over-exposure to tetrayhdrafuran (thf) during the bonding process. Action taken: retraining of operators on applicable procedures.